Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, no com pump to xmtr. The customer reported no adverse event. The event involved product(s) mmt-5120c1. Troubleshooting was performed and customer is reporting loss of communication.. Customer reports receiving "change sensor" alert. No harm requiring medical intervention was reported. Product return for mmt-5120c1 is not expected.

Manufacturer narrative:
Received 1 opened/used simplera sensor/one simplera serter returned and performed a visual inspection of the sensor flex any physical damage and none were found. Checked the transmitter casing for any physical/cosmetic damage and none were found. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/tyrek), none were found. The unit was not able to advertise through (the blue dongle download station) (utilizing synergy prod download tool 1.1a). Then, proceeded to disassemble the simplera sensor using the roland cnc-machine (mdx-50). Performed a visual inspection using the sciencescope macroscope (cc-smart-4k-af), inspected the simplera pcba board for any shot circuit, physical or moisture anomalies and none was found, also inspected the batteries for warping and none was found on both batteries. The unit was able to pass the advertise test (the blue dongle download station) using the hardware download station (dut) as a power source. The problem was isolated to (battery/power subsystem circuit problem). Then utilize the hw download station and the unit was able to download trace and termination result (using ble format). In conclusion: the customer complaint of communication and unexpected alert/alarm is confirmed. Problem isolated to the battery/power circuit problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sensor carelink additional investigation was performed for change sensor/bad sensor. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.